Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for atrial flutter with a carto vizigo¿ 8.5f bi-directional guiding sheath small, and a hemostatic valve separation issue occurred. During a second visual inspection on 5/1/2019, the biosense webster inc. (Bwi) product analysis lab (pal) found the hemostatic valve pushed down into the hub. The investigational analysis completed 5/8/2019. The device was inspected and the hemostatic valve was found pushed down into the hub. The sheath was connected to the cool flow pump and water leakage was observed from the hub. Scanning electron microscope testing was performed on the damaged area and the results showed evidence of mechanical damage on the surface of the hemostatic valve. It is possible that the damage was generated with an unknown object. No other anomalies were observed. A manufacturing record evaluation was performed and no non-conformances related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the damage on the hub and the hemostatic valve cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure. However, this cannot be conclusively determined. Manufacture reference no: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for atrial flutter with a carto vizigo¿ 8.5f bi-directional guiding sheath - small, and a hemostatic valve separation issue occurred. Additional information was received on 3/11/2019, indicating a manufacturing record evaluation was performed for the finished device and no internal actions were found during the review. On 3/20/2019,the biosense webster inc. (Bwi) product analysis lab (pal) received the device for evaluation. Initial visual inspection revealed no physical damage. Manufacture ref no: (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. We are working on the device history record (DHR), once we get more information it will be submitted in the supplemental. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial flutter with a carto vizigo¿ 8.5f bi-directional guiding sheath - small, and a hemostatic valve separation issue occurred. The gasket appeared to have detached and lodged itself inside. The hemostatic valve on the carto vizigo¿ 8.5f bi-directional guiding sheath leaked. Sheath replacement resolved the issue. There was no excessive bleeding. No adverse patient consequences were reported. The observed leak has been assessed as not reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The hemostatic valve separation issue has been assessed MDR reportable.